Event description:
Dealer stated that the bed rails attached to an iharro carroll healthcare bed is rough, user and nurses were getting scraped. Bed rails have been replaced with a smoother bed bar. No injury or medical intervention alleged.